Event description:
Hcp reported the device was removed due to an infection. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.